Event description:
It was reported by a company representative that a vns patient experienced an increase in seizures due to unknown reason. The company representative indicated that the dcdc values for system diagnostics were within normal limits. X-rays were taken of the patient and reviewed by the manufacturer. Review of x-rays indicated that the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead wires at the connector pin appeared to be intact. The lead connector pin appears to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement in the neck. There is part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions. Good faith attempts to obtain further information regarding the patient's increase in seizures have been unsuccessful to date.